Manufacturer narrative:
The reported events of loss of capture and sensing anomaly were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for routine device check in clinic, dislodgement and loss of capture was noted on the left ventricular (lv) lead. The custom electrograms revealed both p-waves and r-waves on the lv lead. The chest x-ray confirmed the lv lead dislodgement into the right atrium. The patient did not have any adverse symptoms before, during and after the check. The lead was programmed off. The patient presented for lead revision couple of days later. The lead was explanted and replaced. The patient was discharged. No adverse events noted.